Manufacturer narrative:
Additional information updated on describe event or problem and other relevant history.

Event description:
Additional information received indicates patient died due to right ventricular failure.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. A manufacturing deficiency was not identified. Based on the information received, the most likely root cause was operational context. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that the patient expired on post-operative day four following implantation of a 25mm bioprosthetic aortic valve. The reason for the aortic valve replacement was due to severe symptomatic bicuspid aortic stenosis, calcified and motion restricted leaflets. The 25mm valve was parachuted down and observed to be large for the aortic root despite being able to be seated nicely within the lvot. The left coronary ostium was clearly unobstructed and the right coronary ostium was not obstructed but appeared to be possibly at risk. A patch aortoplasty was completed with good technical results. The patient was weaned from bypass and the valve was well seated without leak. After the chest was closed and the patient was being prepared for transfer, he became unstable and experienced cardiac arrest with vt, vf, and asystole, responding only transiently to medication and shocks. The chest was emergently re-opened and placed on cardiopulmonary bypass. There was significant rv hypokinesis and it was assumed that there was some dynamic obstruction related to the right coronary ostium. An emergent CABG x1 was completed and an iabp was placed. The patient still could not be weaned even on high dose pressors so an rvad was placed and he was able to be easily weaned. A decision was made to place a vac on the chest to facilitate closure due to a significant hematoma. The patient was recovered and observed in the operating room after blood product resuscitation and was taken to the intensive care unit in guarded condition. The patient expired on post-operative day four due to unknown reasons.